Event description:
Event description guidant received information that this implantable transvenous defibrillation lead and implantable cardioverter defibrillator (ICD) oversensed noise on the ventricular rate/sense channel resulting in pacing inhibition, inappropriate episode declaration, and delivery of an inappropriate shock to the patient. All lead measurements were reported to be within adequate ranges. The physician elected extract the lead and implant another. The ICD remains implanted with the new lead. To date, no subsequent oversensing has been reported.